Event description:
During product evaluation, the pump's user interface module printed circuit board (uim pcb) was found to be defective. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 30 2007. The facility reported a pump with failure code 703:00. It is unknown when this failure code occured. The condition of the pump user interface module printed circuit board (uim pcb) being defective was confirmed. Failure code 703:00 was manifested as a result of this condition. The uim pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issure is being investigated.